Event description:
Customer reported she experienced high blood glucose. Customer stated she had knee surgery, ate at noon and her blood glucose went up to 473 mg/dl; earlier it was 487 mg/dl. Customer had not contacted the doctor and does not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No error alarms found in the history. Customer was instructed to program a bolus; it did show in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.